Event description:
It was reported that the right ventricular (rv) lead for this implantable cardioverter defibrillator (ICD) showed a jump in shock impedance measurements and was out of range. This device remains in service. No adverse patient effects were reported.